Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 8 (cat8), an indigo system separator 8 (sep8), and a non-penumbra sheath. It was reported that a thrombotic occlusion was observed in the proximal segment of the sfa and that a stent was previously placed in the middle portion of the sfa. During the procedure, the physician inserted the cat8 and sep8 into the sheath using an introducer and advanced the cat8 and sep8 to the proximal segment of the sfa. Under the fluoroscopy, the physician then noticed that the markerband was deformed prior to initiating aspiration. Therefore, the cat8 was removed. Upon removal, the physician found that the markerband was peeling off but remained intact with the cat8. The procedure was completed using a new cat8 and a new sep8, and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was updated for clarification: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned indigo system aspiration catheter 8 (cat8) confirmed that the markerband was damaged. The markerband was partially peeled off and fractured. Evaluation also revealed that the polymer on the distal tip of the catheter was damaged. Operation within a previously placed stent likely contributed to polymer damage on the distal tip of the cat8 and the reported peeling of the markerband. It was reported that the markerband was intact. Therefore, the markerband fracture is incidental and occurred post-procedure. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 8 (cat8), an indigo system separator 8 (sep8), and a non-penumbra sheath. It was reported that a thrombotic occlusion was observed in the proximal segment of the sfa and that a stent was previously placed in the middle portion of the sfa. During the procedure, the physician inserted the cat8 and sep8 into the sheath using an introducer and advanced the cat8 and sep8 to the proximal segment of the sfa. Under the fluoroscopy, the physician then noticed that the markerband was deformed prior to initiating aspiration. Therefore, the cat8 was removed. Upon removal, the physician found that the makerband was partially loosened. The procedure was completed using a new cat8 and a new sep8, and the same sheath. There was no report of an adverse effect to the patient.